Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The pump primed properly. The pump was monitored and no missing segment/partial display and bolus delivery anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 13-apr-2023 listed on smart solve. Daily total of all insulin delivered = 29.4. Daily total of basal insulin delivered = 20.7. Daily total of bolus insulin delivered = 8.7. On (B)(6) 2023 00:55:11.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. On (B)(6) 2023 09:45:46.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 7.9. Bolus amount delivered = 7.9. In further full review of the pump history/traces on the event date of 03-feb-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-feb-2023 listed on smart solve. Daily total of all insulin delivered = 70.2. Daily total of basal insulin delivered = 26.4. Daily total of bolus insulin delivered = 43.8. On (B)(6) 2023 00:47:38.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. Bolus amount delivered = 3. On (B)(6) 2023 04:27:28.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. On (B)(6) 2023 07:35:30.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.4. Bolus amount delivered = 3.4. On (B)(6) 2023 07:44:52.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.4. Bolus amount delivered = 3.4. On (B)(6) 2023 13:04:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 12. Bolus amount delivered = 12. On (B)(6) 2023 15:25:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.1. Bolus amount delivered = 6.1. On (B)(6) 2023 19:30:08.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 12. Bolus amount delivered = 12. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event dates 03-feb-2023 and 13-apr-2023 in the formatted history file. Activated the pump suspend delivery feature. Suspend delivery was set to "yes" and delivery suspended successfully message was noted. Selected delivery suspended, resume delivery was set to "yes" and delivery resumed successfully message was noted. No suspend delivery anomaly noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Suspend delivery anomaly, missing segment/partial display and prime/fill anomaly/bolus delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 670g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 32.6 mmol/l at the time of the event. Troubleshooting was performed. The customer went to hospital to treat high blood glucose and was not treated. Customer was very thirsty and returned home. Hyperglycemia was treated with manual injection/insulin pen. Customer suspended the insulin delivery on the pump and led to high blood glucose. Customer reported some of the menu items were grayed out and yellow triangle appeared on the screen for suspending the pump. The customer was using the insulin pump system within 48 hours of the reported event and the auto mode/smart guard feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.